Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10236. It was reported the patient suffered a csf leak during the permanent implant procedure. The patient had a headache in post-op and was advised to lie down, drink extra fluids and have caffeine. The patient's headache had resolved by the next day.